Event description:
Philips received a complaint on the heart start xl indicating that the device has serious ECG interference during monitoring and customer cannot determine the type of ECG. Customer changed the other monitor to continue the monitoring. There was no patient harm or injury reported to philips. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Analysis was performed by customer only. Based on the results of the analysis provided by customer, the cause of the reported problem was due to the defective ECG lead trunk cable. The issue was resolved by replacing the ECG lead trunk cable and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time.